Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not display the bolus screen after requesting a bolus. Prior to calling tandem technical support, the customer successfully delivered a bolus and observed the bolus being displayed in the pump bolus screen. The customer declined to perform troubleshooting with tandem technical support. There was no reported impact to the customer's blood glucose level.